Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/06/2016, that on (B)(6) 2016, the receiver was randomly running system-checks and patient was not receiving values or alarms. Additional event or patient information is not available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver displayed the initialization screen and continuously resets. The receiver case was opened for further evaluation. An interior inspection was performed and no defects were found. A receiver log was able to be retrieved through the main board. A review of the data log observed a reboot receiver error. The customer complaint was confirmed through data log review. A root cause could not be determined.